Event description:
Dyonics 25 control unit began to pump out of control resulting in the staff having to stop it. The shoulder had to be opened to finish the procedure.

Manufacturer narrative:
Pump failed functional testing. Pump's pressure and flow became very erratic during wet test. Root cause of erratic behavior is defective transducers p1 and p2 pn: (B)(4). Both transducers have date codes of 0208 (week:2 year:2008) which classify them as old style and were replaced with an improved transducer pn: (B)(4). The cut in date for the new type transducer was 06/13/2010. See car# 125. (B)(4).